Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) inspected the device and verified the reported event. The breath delivery (bd) printed circuit board assembly (pcba) was replaced, which resolved the reported issue.

Event description:
A report was received stating a ventilator generated a device alert during ventilation of a patient. Although the device did not stop ventilation, the patient was removed and placed on an alternate device without harm. There is no death or serious injury associated with this event.